Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit which is having display issues after about 15 seconds of running, the screen went blank and remained that way. The unit was triaged and the customer¿s reported condition was confirmed. The root cause is customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer states they would like to return the unit which is having display issues. After about 15 seconds of running, the screen went blank and remained that way. There was no patient harm or medical intervention required.